Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an hwbbt "contact technical support " error was displayed on the receiver. No product or data was not available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.